Manufacturer narrative:
The axium coil was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil had flown out of the aneurysm. The patient was undergoing a coiling embolization procedure of small unruptured amorphous aneurysm located in the communicating artery. The vasculature was reported very tortuous. It was reported that the physician placed 3 other coils first and then used an axium coil for the fourth implant. Once the physician detached the axium coil at intended location, the entire coil mass flew out and he had to retrieve all the coils. The coil was removed with snare/alligator retrieval devices. The patient was treated by recoiling. No patient injury was reported as a result of the procedure.